Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and is within the maximum crimped stent profile measurement specification. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube had broken 212 mm distal from distal edge of strain relief and multiple kinks on the hypotube shaft were noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right artery. The 95% stenosed, 32mmx2.5mm, eccentric, de novo target lesion, containing a lesion bend of <=45 degrees, was located in the moderately tortuous and mildly calcified mid right coronary artery. After pre-dilation with a 15x15 maverick balloon catheter 32x2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent was fractured. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right artery. The 95% stenosed, 32mmx2.5mm, eccentric, de novo target lesion, containing a lesion bend of <=45 degrees, was located in the moderately tortuous and mildly calcified mid right coronary artery. After pre-dilation with a 15x15 maverick balloon catheter 32x2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent was fractured. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.